Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 208 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.